Event description:
It was reported that the device triggered the elective replacement indicator (eri) early and the device lasted less than 5 years. Premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 511212 competitor lead, implanted: (B)(6) 2010; 511212 competitor lead, implanted: (B)(6) 2010. (B)(4).